Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "after the u-lag screw was inserted, the set screw was not tightened properly, causing the u-lag screw to rotate. Furthermore, in this state, the screwdriver was forcefully pulled out from the end cap of the u-lag screw, causing the entire lag screw to come out to lateral. The lag screw was reinserted into the optimal position, and the set screw was tightened. Prolonged anesthesia time."